Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a debris. The field service engineer removed debris from drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, it had a drawer failure which got jammed. The customer reported that issue occurred when dispensing medications to the patient. There were no adverse events or injuries reported based on this event.